Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer noticed air bubbles in the tubing and customer gave himself another bolus and the bubbles are not moving so the pump was not working. Customer stated that air bubbles were not soda pop or champagne size. Location of air bubbles were both. No harm requiring medical intervention was reported. The device will not be returned for analysis

Manufacturer narrative:
Additional information has been added in this report which was not included with the initial report. Information has been corrected in this report which was not corrected in the initial report in.

Event description:
The customer reported via phone call that while trying to deliver a bolus, he noticed air bubbles in both the infusion set and reservoir. The customer stated they tried to deliver a bolus multiple times, but was unable to and this was causing his blood glucose to go high. High blood glucose level is unknown. The customer also mentioned experiencing low blood glucose. The customer's blood glucose was 60 mg/dl. Customer declined troubleshooting for high and low blood glucose.

Manufacturer narrative:
The information provided with the initial follow-up report was incorrect. We have corrected the brand name from mmt-332 reservoir to mmt-xxx as there was no product information available at the time of call and the common device name was corrected to "reservoir".